Event description:
It was reported that the zimmer air dermatome would not shut off during the operation. Additional clinical follow up with the customer indicated that the device was in use; however there was no patient harm or damage to a graft harvest associated with the report. Surgical time was extended by approximately one minute in order to retrieve an alternate device for use.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/26/2003 and was last repaired on 08/24/2013 for a non-related issue. Evaluation of the device observed that there were nicks to the leading edge of the control bar and minor wear to the head. It was noted during motor speed testing that the poppet was recessed and did not return to the original position when in the off position. The leading edge of the control bar was flush with the master blade and the device performed within motor speed specifications. Prior to repair, the device was outside calibration specifications only at the zero thickness setting. Repair of the device included replacement of the head and control bar along with all standard replacement parts. The customer's reported event was reproduced during testing. The improper dimension caused the poppet to malfunction. In addition, improper handling most likely caused the damage to the head, control bar and lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.